Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced worsening sciatica discomfort when stimulation was increased. It was noted that the symptoms were worse than before device implantation. Both available programs were ineffective and seemed to worsen urinary leakage. The patient denied pain but mentioned a mild odor with urination, which the patient stated was normal. The device was turned off for one week to assess whether symptoms improved without stimulation. There were no additional clinical complications reported.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator experienced worsening sciatica discomfort when stimulation was increased. It was noted that the symptoms were worse than before device implantation. Both available programs were ineffective and seemed to worsen urinary leakage. The patient denied pain but mentioned a mild odor with urination, which the patient stated was normal. The device was turned off for one week to assess whether symptoms improved without stimulation. There were no additional clinical complications reported. Additional information reported that the device has not worked for the patient and increasing stimulation leads to sciatica pain. The patient was advised to turn stimulation off for two weeks and follow up. It was noted that the patient was not in pain at the time and symptoms were not worse than prior to implant. It was further reported that the patient would like the device removed. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced worsening sciatica discomfort when stimulation was increased. It was noted that the symptoms were worse than before device implantation. Both available programs were ineffective and seemed to worsen urinary leakage. The patient denied pain but mentioned a mild odor with urination, which the patient stated was normal. The device was turned off for one week to assess whether symptoms improved without stimulation. There were no additional clinical complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.